Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported by customer, the dressing and central line dislodged. Upon inspection, plastic ¿gull-wings¿ spontaneously separated from anchor pad. Occurred during patient use (duration of use approximately 3 days). No patient injury reported. Additional information received 01 aug 2023: event did not involve an urgent or life threating medical situation. Catheter had to be removed and patient required new vascular access.

Event description:
It was reported by customer, the dressing and central line dislodged. Upon inspection, plastic ¿gull-wings¿ spontaneously separated from anchor pad. Occurred during patient use (duration of use approximately 3 days). No patient injury reported. Additional information received 01 aug 2023: event did not involve an urgent or life threating medical situation. Catheter had to be removed and patient required new vascular access.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of this information, the following was concluded: the complaint of padding coming off a statlock stabilization device is confirmed, but the exact cause could not be determined. One non-bd catheter was returned with a statlock stabilization device attached. An initial visual observation showed the foam padding was removed from the plastic portion of the statlock stabilization device. A microscopic observation revealed evidence of adhesive used on the back of the plastic housing of the statlock device where the padding attaches. The complaint of the statlock device detaching from its padding is confirmed, but the exact cause could not be determined due to evidence of adhesive being found on the device. Possible causes may include insufficient adhesive, types of chemicals used around the statlock device, pulling forces on the plastic of the statlock, or other unknown factors. This complaint will be recorded for future trending and monitoring purposes.